Manufacturer narrative:
(B)(4). The customer reported the device was discarded. There was no reported product deficiency. The patient effects in this incident are foreseeable events. As part of the lot release process, a sample of three devices is taken from each lot and tested for bacterial endotoxins and results must conform to specifications, and the sterilization load cycle parameters are reviewed and must conform to specifications. Although a conclusive cause for the reported patient effect(s) and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Estimated date of event and relevant tests - the customer reported the arteriotomy closure with the proglide device occurred two years ago before reporting the product experience.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right common femoral artery was achieved using a perclose proglide device. Reportedly, two years later the patient developed inflammation and redness at the groin access site. Exploratory surgical cutdown revealed an encapsulated infection at the location of the previously deployed suture. Debridement of the site was performed and an unspecified antibiotic was provided for treatment. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.